Event description:
Related manufacturer report number: 2017865-2021-31194. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) lead. Additionally, low pacing impedance was observed on the right atrial lead. Lead provocation testing was performed and the noise was reproducible. The physician suspected insulation damage to be the cause of the electrical anomalies on both leads, however, damage was not confirmed by diagnostic imaging. The rv and ra leads are anticipated to be revised, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.